Manufacturer narrative:
Concomitant medical products : other relevant device(s) are: product ID: bi-500-01145, software version: 4.2.0, ubd: unknown, UDI#: unknown: no products have been returned to medtronic for analysis. Codes (B)(4) are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a (B)(6) procedure. It was reported that there was an alleged inaccuracy with the imaging system. The manufacturer representative (cc) was onsite during a case for a t6-8 (B)(6) using k-wires. After initial navigated 3d scan, it was reported that the patient was "bucking" frequently. The surgeon placed all of the k-wires on the left and right side of t6-t8 in preparation for the screws. After k-wires were placed, the team recommended a rescan due to possible navigation deviation from the initial scan caused by patient movement. The surgeon placed all screws until the final screw on t6 left appeared to have breached medial according to navigation. They then performed a landmark check and navigation looked accurate. Neuro monitoring did not indicate a breach. They completed a second 3d scan on the imaging system which indicated that the t6 left screw had breached. The surgeon decided to remove all of the left screws (t6-t8) and completed the surgery without them. Only the right screws remained. They then completed a post-op computed tomography (CT) which indicated that the t6 left screw path did not breach and was on target in direct contradiction to the second 3d scan. There was surgical delay of less than one hour. No additional interventions were required.

Manufacturer narrative:
H2: see b5 (additional information received). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported there was an estimated inaccuracy under 2mm.

Manufacturer narrative:
Software analysis was completed and it was determined that this was not a software issue. It was noted that there was a workflow error. Codes b01, c19 and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.